Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 60 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of instrument logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, an error message occurred, and the sureform 60 stapler jaws would not release from tissue. The procedure was completed with no reported injury.